Event description:
Philips received a complaint from the customer regarding a v60 ventilator where, during preventive maintenance (pm), it was observed that error code 1122 ¿ ¿blower temperature high¿ was present in the event log. It was reported that there was no patient involvement at the time the issue was identified. The customer evaluated the device with the assistance of a remote service engineer (rse) and confirmed the reported condition. Review of the event log indicated that the blower temperature high alarm occurred once in october, with no additional occurrences noted thereafter. Upon inspection, the air inlet filter was found to be very dirty and clogged. Per the recommended corrective action for error code 1122, the rse advised the customer to replace the air inlet filter and to perform a full performance verification test (pvt) prior to returning the device to service. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 05dec2025, 30dec2025, and 15jan2026 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.